Manufacturer narrative:
Sorin crm was informed that the device will be returned for analysis.

Event description:
During last follow-up on (B)(6) 2016, the physician observed no telemetry and no magnet response. "Rf for remote monitoring» was off - based on the patient files recorded during the last available follow-up on (B)(6) 2016 (implant date). Preliminary investigation confirmed the reported behavior (inductive telemetry blockage). Recommendations to evaluate device replacement have been sent.

Event description:
During last follow-up on (B)(6) 2016, the physician observed no telemetry and no magnet response. "Rf for remote monitoring" was off - based on the patient files recorded during the last available follow-up on (B)(6) 2016 (implant date). Preliminary investigation confirmed the reported behavior (inductive telemetry blockage). Recommendations to evaluate device replacement have been sent.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed the reported behaviour and the root cause is a blockage of the inductive telemetry due to some interferences.

Event description:
During last follow-up on (B)(6) 2016, the physician observed no telemetry and no magnet response. "Rf for remote monitoring» was off - based on the patient files recorded during the last available follow-up on (B)(6) 2016 (implant date). Preliminary investigation confirmed the reported behavior (inductive telemetry blockage). Recommendations to evaluate device replacement have been sent.

Event description:
During last follow-up on (B)(6) 2016, the physician observed no telemetry and no magnet response. "Rf for remote monitoring» was off - based on the patient files recorded during the last available follow-up on (B)(6) 2016 (implant date). Preliminary investigation confirmed the reported behavior (inductive telemetry blockage). Recommendations to evaluate device replacement have been sent.